Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through full troubleshooting and pump reset process, and after reset error did not reappear and customer successfully started new sensor session.